Manufacturer narrative:
(B)(4).

Event description:
It was reported the hcp was having difficulty filling or aspirating the reservoir; they were unable to completely fill the reservoir. The hcp reported that they were filling the pump and aspirated the port but when they had 5ml left in the syringe, they got a lot of pressure and it would not go in. The hcp aspirated the drug and were able to get 19ml with no resistance and did not see any bubbles. The hcp also stated that the syringe ¿popped and opened¿ when they were filling. The hcp was able to refill with 15ml. After the refill they did an ultrasound and the hcp looked at the picture and stated everything was ok and there was no pocket fill. It was confirmed there was no therapy problem or patient symptoms reported. The pump was used to deliver fentanyl, hydromorphone and bupivacaine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the hcp was expecting 2.5ml and pulled out 2.0ml. The hcp tried to refill and got the first 15ml into the pump then met resistance and was unable to get any more into the reservoir. The refill was done with fluoro so the hcp was confident the needle was in the reservoir port. Per the hcp this was "exactly the same scenario" as what happened at the refill on (B)(6). The hcp also reported that the patient had not had any exposure to hyperbaric treatment but did have an MRI about 6 weeks ago.

Event description:
Additional information received reported each subsequent fill would only allow 15 milliliters (ml) to be introduced to the pump. The patient was asymptomatic and the patient was ¿good¿ with stable pain control. No surgical intervention was required at this time. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products : product ID neu_refillkit_acc product type accessory section information references the main component of the system. Other relevant device(s) are: product ID: neu_refillkit_acc , the previously applied device code (B)(4) are no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was indicated that when the pump was replaced today ((B)(6) 2018) due to normal elective replacement indicator (eri), the shield was partially collapsed. It was noted that the pump had routinely been filled with only 15 ml of drug because that is all the healthcare provider could get into the reservoir. There was an inability to fill the pump to capacity. No patient symptoms were reported. The pump was planned to be returned to the manufacturer. The pump was noted as having administered the following drugs: fentanyl with concentration 2000 mcg/ml at a dose rate of 411 mcg/day, hydromorphone with concentration 9.3 mg/ml at a dose rate of 1.91 mg/day, and bupivacaine with concentration 14.5 mg/ml at a dose rate of 2.9 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The cause of the shield having been partially collapsed was not determined. The patient¿s weight at the time of the event was unknown. The pump was noted as having been sent back to the manufacturer approximately 2018-dec-21 via (B)(6) using a return mailer kit.